Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the dilator tip of the peg tube detached. No pieces of the device were detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed that the dilating tip wire loop was broken and frayed at the apex. No other issues were noted. It was noted that the condition of the returned unit was consistent with the complaint incident that "the peg and the string detached." The patient's anatomy was torturous most likely caused excessive tension on the interface between the pull wire and feeding tube wire loop. Therefore, the most probable root cause is "operational context." A device history record (DHR) review of lot number 16789561 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the dilator tip of the peg tube detached. No pieces of the device were detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.